Event description:
Procedure: pelvic organ prolapse. Reportedly, the pt underwent surgery for treatment of pelvic organ prolapse. Allegedly, the pt experienced pain, injury and will likely undergo corrective surgery.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2012-00025 (avaulta posterior sys). Pelvisoft mesh, bard (B)(4), reported by bard as MFR. Note: this report corresponds with bard's report (B)(4) for an "avaulta anterior sys."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in chronic vaginal yeast infections, bacterial infections, green discharge, urinary tract infections, pain and aching in her ovaries, painful sexual intercourse and discomfort. The reason for mesh implantation was pelvic organ prolapse and urinary incontinence.